Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room and it was determined that the right ventricular (rv) lead had fractured. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.